Event description:
On (B)(6)/2009, the patient reported that the up and down buttons of her infusion device were not working. She noticed the issue yesterday while attempting to bolus. She stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.